Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the texium leaked during an IV push of doxorubicin. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of texium leaked was confirmed per picture provided observed droplets of fluid on the smartsite fla top cap. The root cause of this failure was not identified.